Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvf020 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "that the port needles changed. I was able to obtain a new and old port needle. The difference is the old port needles had blue caps and white clips. They were made in mexico. The new needles have white caps and clear clips and are made in china. Now that the newer needles are making there ways into all of the ahs infusion centers we are seeing more and more cracks."